Event description:
During a colectomy procedure, the device would not staple and would not cut. It was impossible to remove the head of the stapler. Patient had a stoma. Two additional sterile devices are being returned.